Manufacturer narrative:
(B)(4). Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (multiple attempts to position the valve, movement of the valve on the balloon), in addition to patient factors (moderate annular calcification, severe native leaflet calcification), likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards european affiliate, a 26mm sapien 3 valve embolized into the ascending aorta during deployment. The valve was moved into the descending aorta and deployed. A second sapien 3 valve was deployed. During the transfemoral tavr procedure, the arch and the highly calcified native valve were crossed and the sapien 3 valve was positioned too deep within the lvot. The system was pulled back, and the valve again slipped across the calcification too far in the other direction, positioned too high in the ascending aorta. The valve was again pushed ventricular, landing in what was considered to be a perfect position. Valve inflation was initiated. It was then realized that during the positioning actions, the valve had moved from the optimal position on the balloon, so that 2/3 of the balloon was opening in the lvot. The valve embolized into the ascending aorta. The valve was then pulled into the descending aorta and deployed. A second valve was successfully deployed in the correct position. The procedure was completed and the patient was transferred in stable condition. Information regarding the native annular diameter was not provided. Moderate annular calcification, severe native leaflet calcification and mild aortic root calcification was reported. It was speculated that the valve movement on the balloon was due to the heavy calcification of the native valve during the attempts to correctly position the valve. The movement on the balloon was not observed until inflation had been initiated.